Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. The pump was monitored. All operating currents tested within spec range. There was no blank display noted. The battery icon functioned properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with blank display. The customer's blood glucose level was 425mg/dl. The customer treated the high with the pump. The customer states they tried to replace battery, battery cap, but the display remains blank. Troubleshooting was conducted. The image remained blank and the pump will be replaced and returned for analysis.